Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of edema is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema.

Event description:
Sales representative reported "very odd shape". Later the healthcare professional reported "patient complaining of severe pain and thinks it has become more swollen since surgery. Unable to move their arm much". This record is for the right side. Device was explanted and replaced.